Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a representative device according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfied the product standard. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope, 2) the cover was easily removed from the scope due to insufficient attachment to the scope, or, 3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The device instruction manual includes the following caution and warning statements: "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the single use distal cover came off during the procedure inside the patient. The physician stated that it was possible that the tip came into contact with the bite block causing it to dislodge. It was clarified that during the equipment preparation, the technician requested assistance with attaching the cover. It was placed on the tip and verified it was not loose or easy to remove. The physician was not able to pass the scope beyond the pylorus after three different attempts to cannulate the duodenum. The physician noticed that the cover was missing when withdrawing the scope from the patient. The cover could not be found when they inspected the patient with a gastroscope. The patient was extubated. The cover was later located when the patient coughed up the cap in the recovery area. There was no patient injury, and the patient went on to have a successful ercp a couple of days later. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021¿03995.